Manufacturer narrative:
This report is associated with argus case (B)(4). New poligrip is marketed as super poligrip in the us.

Event description:
Gastric cancer. Case description: this case was reported by a consumer via call center representative and described the occurrence of gastric cancer in a female patient who received gsk denture adhesive (formulation unknown) (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, unknown after starting new poligrip, the patient experienced gastric cancer (serious criteria gsk medically significant), device use error, product measured potency issue and device failure. On an unknown date, the outcome of the gastric cancer, device use error, product measured potency issue and device failure were unknown. It was unknown if the reporter considered the gastric cancer to be related to new poligrip. The patient, a long-term user of new poligrip, developed gastric cancer. Her son found that the daily volume of use should not exceed a 3-cm thick in a layer. But the patient put her denture in the morning and reapplied it in a mid-day, without knowing such limit, and thus she used way over the instructed amount.